Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. As received the battery charger/modem's power supply brick was defective. The root cause of the defective power supply brick could not be positively identified. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.